Event description:
It was reported that the pump experienced a malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Therapy until the replacement arrives. The pump was replaced to resolve the issue, and the customer continued to use the pump for insulin therapy or use multiple daily injections (mdi) as a backup therapy until the replacement arrives.